Manufacturer narrative:
The subject device was not returned to olympus. The photos of the subject device were confirmed for evaluate. It was confirmed that a pin was detached and the other pin was not detached. The detached pin broke off. The mfg history was reviewed, with no irregularities noted. Based on the result or eval and cases with the same model, we have considered as a possible cause of this case that the strong force was applied to the grasping section outside the body at reprocessing, for example, and the pins damaged. In addition, the physician unawarely continued to use the subject device and the pin broke off. The sonosurg scissors instruction manual already states; do not stop the instrument. If excessive force is applied to the grasping section or the probe tip, the handle could be damaged and the probe cannot be opened or closed. If the handle gets damaged, do not use it. Even if it can be inserted into the trocar sheath, it could be stuck in the sheath when withdrawing. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device for a laparoscopic gastrectomy, the physician could not grasp the tissue with the subject device. The physician checked the subject device and confirmed that two pins fixing the grasping section were detached. A pin was taken out from the pt's body, the other pin was not found. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24th, 2015. This is a supplemental report for MFR report # 8010047-2013-00116 to correct event problem and evaluation codes and the evaluation result based on the evaluation of the returned device. The subject device was returned to omsc for evaluation except for the broken pin fixing the grasping section. The evaluation confirmed that the grasping section was removed from the shaft on (B)(6) 2013. One of the pins fixing the grasping section to the shaft was broken. And the ptfe pad of the device was worn away and partially missing. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that the pin might be broken since excessive force was added to the direction it opens, when the grasping section opened fully. And it is possible that the wear and partial missing of the ptfe pad occurred since the user activated output without grasping anything (including after the tissue separated) while the grasping section is closed, which caused a local increase of the temperature due to a friction between the probe tip and the grasping section. The instruction manual of the subject device already cautions; (1) do not drop the instrument. If excessive force is applied to the grasping section or the probe tip, the handle could be damaged and the probe cannot be opened or closed. If the handle gets damaged, do not use it. Even if it can be inserted into the trocar sheath, it could be stuck in the sheath when withdrawing. (2) do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to detach. This type of the ptfe damage is most likely related to the operator's technique.